Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with barrel flange broken. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with barrel flange broken. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 7306959. Customer states that the barrel flanges broke off before use. The returned syringe was examined and no damage to the flanges was observed. However, the sample exhibited a broken plunger rod. A review of the device history record was completed for batch# 7306959. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200726569, 200726567, 200726568] noted for damaged barrel. There were twelve (12) notifications [200726679, 200726680, 200726719, 200727018, 200727551, 200726742, 200724964, 200725125, 200726678, 200726717, 200726951, 200726921] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger). Probable root causes: for broken plungers. Dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel.